Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the damaged fiber optic sensor extension. The fse performed and passed all functional and safety tests to factory specifications. The unit was released to the customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic connector. This event was discovered before the iabp was used on a patient. There was no patient involvement, thus no adverse event was reported.